Event description:
It was reported that the device had issues with infiltration/extravasation injuries occurring in quick succession. The staff reported that it is harder to advance the needle when partially removed if required and that this may be leading to puncturing the cannula tube. The event occurred during arginine infusion. The operator of the device was a healthcare professional and there was one patient involved in the event. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the sister device was returned for evaluation. The returned unit has been visually inspected under magnification and appropriate lighting condition. No physical damage nor any other anomaly detected. A leak test was conducted and no leak could be detected. The user report states ¿it is harder to advance the needle if partially removed if required and that this may be leading to puncturing the cannula tube¿. Not following IFU may result in catheter tube damage/breakage, which may be associated to the issue reported by the customer. Based on the investigation results, there is no evidence that the event is related to a product quality/manufacturing issue. The investigation identified a potential improper use of the device as probable cause of the complaint. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The reported issue could not be confirmed, therefore no further action will be implemented at this time. Complaints data will continue to be monitored.